Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 85% stenosed 35x2.5mm lesion contained <=45 degree bend was located in the non-tortuous and moderately calcified mid left coronary artery. Following predilation, a 2.50x38mm promus element long drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. A tactile and visual examination found no defects on the tip section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various hypotube kinks starting at approximately 73mm distal to the strain relief. There was proximal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).